Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Medical device - expiry date: 03/2021.

Event description:
It was reported through the results of a clinical trial, that during post-dilation of the vascular covered stent, spasm of the outflow vein occurred and was resolved with pta. The event was considered resolved and the patient was discharged the same day. The current patient status was not provided.

Manufacturer narrative:
H10: manufacturing review: a manufacturing related issue was considered; however, the lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: a physical sample was not available for evaluation, and images have not been provided; the alleged spasm could not be re produced which led to an inconclusive evaluation result. A definite root cause for the reported event could not be determined. Labeling review:in reviewing the relevant labeling for this product, it was found that the instructions for use (IFU) sufficiently address the potential issue. Regarding pre- and post- dilation, the IFU states: 'pre-dilate the stenosis with a pta balloon catheter of appropriate length and diameter for the lesion to be treated' and 'post dilate the covered stent with an angioplasty balloon sized appropriately as to ensure complete wall apposition to the reference vessel. Avoid balloon dilation in the healthy, non-stenosed segment of the vein.' The IFU further state 'potential complications may include, but are not limited to: thrombotic occlusion, restenosis requiring reintervention (...)'. Holding and handling of the system throughout deployment was found sufficiently described. H10: b7,d4 (expiry date: 03/2021),g4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of a clinical trial, that during post-dilation of the vascular covered stent, spasm of the outflow vein occurred and was resolved with pta. The event was considered resolved and the patient was discharged the same day. The current patient status was not provided.

Manufacturer narrative:
H10: manufacturing review: a manufacturing related issue was considered; however, the lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: a physical sample was not available for evaluation, and images have not been provided; the alleged spasm could not be re produced which led to an inconclusive evaluation result. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, it was found that the instructions for use sufficiently address the potential issue. Regarding pre- and post- dilation, the instructions for use states: 'pre-dilate the stenosis with a pta balloon catheter of appropriate length and diameter for the lesion to be treated' and 'post dilate the covered stent with an angioplasty balloon sized appropriately as to ensure complete wall apposition to the reference vessel. Avoid balloon dilation in the healthy, non-stenosed segment of the vein.' The instructions for use further state 'potential complications may include, but are not limited to: thrombotic occlusion, restenosis requiring reintervention. Holding and handling of the system throughout deployment was found sufficiently described. H10: d4 (expiry date: 03/2021),g3. H11: g1, h6 (patient). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of a clinical trial, that during post-dilation of the vascular covered stent, spasm of the outflow vein occurred and was resolved with pta. The event was considered resolved and the patient was discharged the same day. The current patient status was not provided.